Event description:
Boston scientific received information that when this device was implanted, the patient reported contracting a (B)(6). The patient was presented to the emergency room, where they received emergent care for the infection. Erosion was never confirmed, however, the patient reported that the device and leads protruded from the skin and were visible to some degree. No device performance allegations were observed. The device system remains implanted with no further complications reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.